Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advance for dilation. However, it was noted that the balloon had separated from the shaft. The detached part was snared and the procedure was completed with another of the same device. No patient complications were reported and patient status was okay.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advance for dilation. However, it was noted that the balloon had separated from the shaft. The detached part was snared and the procedure was completed with another of the same device. No patient complications were reported and patient status was okay.